Event description:
A report was received that a patient's ipg was explanted and replaced because it was not holding a charge. The patient is reportedly doing fine following the procedure.

Event description:
A report was received that a patient's ipg was explanted and replaced because it was not holding a charge. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints were not verified. The ipg was charged fully in two cycles from its hibernation state. The battery was holding its charge with a depletion rate of 12.79 mv per day. However, the battery profile indicates that the device has been charged mostly up to 3.65 volts without a second charge cycle. The root cause of the inability to fully charge the ipg battery is unknown.